Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 202 due to hyperglycemia. The blood glucose level was 372 mg/dl at the time of event and the patient got treated with insulin pen. No further information available.